Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mild calcified, non tortuous left anterior descending (lad) artery. A 32x3.0mm promus elite drug-eluting stent was advanced for treatment. However, while trying to pass the lesion, the stent strut was bent and resistance was noted during removal. The procedure was completed with a different device. No patient complications were reported and the patient was stable.